Event description:
It was reported by the healthcare facility that an autoband ligator was in use for treatment of esophageal varices. The string that deploys the ligation bands was caught on the varix, an din the course of removing it a significant bleed occurred. Another autoband device was deployed and the bleeding was stopped. The pt was hospitalized for observation and then released in 24 hours.